Event description:
It was reported patient felt she may have an urinary tract infection (uti) as she was going very frequently, no burning sensation just frequency. Also stated that had to go to the hospital for a severe back pain, stated that suffers from fibromyalgia and lupus and the doctor stated may be because of this, unsure if pain is related to implant. Patient was not feeling stimulation, advised to increase until felt once again comfortable, if no relief, contact patient services, number provided. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Updated to reflect the correct initial reporter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.